Manufacturer narrative:
Correction: d6a, d6b: field should not be populated.

Event description:
It was reported that during implant, the lead helix repeatedly retracted, resulting in loss of pacing. The lead was successfully replaced to complete the procedure. No adverse patient consequences were reported.